Event description:
A (B)(6) male pt called into zoll lifecor customer support to report that his electrode belt was alarming to "check electrode belt". Support checked the pt's download and did not find anything out of the ordinary. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem ("check belt" messages) has been confirmed. Upon eval, the electrode belt was found to have a damaged cable. The electrode discharge line in the cable from the distribution node to ECG "b" was shorted to ground. The shorted line caused the flatline on both the front-back and side-side channels. The root cause of the shorted cable cannot be positively identified. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.